Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings:the keypad was observed to be peeling from the base. The keypad buttons were tested and all of the buttons were found to be unresponsive to presses. The keypad was removed and there was no evidence of contamination under the button contacts but the ok button contact was inverted. The keypad flex was observed to be damaged. Unrelated to the complaint, the battery compartment was observed to be cracked from the top of the compartment. The returned battery cap was confirmed to tighten appropriately to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump up, down, and ok buttons were under responsive to button presses. The reporter indicated that the keypad was missing/peeling related to the issue. There was no known moisture ingress or corrosion noted related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.